Manufacturer narrative:
The reported complaint of error message user advisory (ua) 16 (timeout moving to take-up position) on the autopulse platform (sn (B)(6)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the issue was due to the brake gap being out of specification likely due to wear and tear. The brake gap was readjusted to remedy the fault. During visual inspection, unrelated to the reported complaint, a damaged top cover on the returned autopulse platform was observed. In addition, load cell characterization test showed that the load cell was defective, unrelated to the reported complaint. These types of damages were likely attributed to mishandling. The damaged top cover and the defective load cell were replaced. Review of the archive data indicated user advisory (ua) 16 errors occurred on the reported event date. Unrelated to the reported complaint, the archive showed a presence of the user advisory (ua) 43 (fan fault detected) on the reported event date, however, this error could not be duplicated during the functional testing. Following the repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial number (B)(6).

Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) error message. No patient involvement.